Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 9084957. Customer states that they can't remove the cap and the needle gets stuck and doesn't come out and that they can't inject. The returned syringe was tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 2.96 lbs., which falls within specifications. The returned syringe was tested and was able to draw and expel properly without any observed defects. The customer also returned a photo and video of the sample. These were also examined and exhibited the hub assembly separated from the barrel. A review of the device history record was completed for batch# 9084957. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bagsla separated from the hub, had difficult plunger movement, or clogged during use. The following was reported by the initial reporter: "client reported that she uses bd ultra-fine syringes to apply insulin to his dog and that this is not the first time that when trying to remove the orange protective cap from the syringe the needle ends up being stuck in the cap making it impossible to use, mentioned that of this lot only one syringe happened the deviation, however the other past batches that happened the deviation no longer has to inform. It is the 4th or 5th time that the video shows. I can't remove the cap and the needle gets stuck and doesn't come out. I end up losing and I can't lose because they are expensive. Sometimes, she "gets pressure" too and I can't inject. I end up throwing away insulin and all because the animal's skin is hard and I'm afraid of hurting it even more."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm halfunit 10bagsla separated from the hub, had difficult plunger movement, or clogged during use. The following was reported by the initial reporter: "client reported that she uses bd ultra-fine syringes to apply insulin to his dog and that this is not the first time that when trying to remove the orange protective cap from the syringe the needle ends up being stuck in the cap making it impossible to use, mentioned that of this lot only one syringe happened the deviation, however the other past batches that happened the deviation no longer has to inform. It is the 4th or 5th time that the video shows. I can't remove the cap and the needle gets stuck and doesn't come out. I end up losing and I can't lose because they are expensive. Sometimes, she "gets pressure" too and I can't inject. I end up throwing away insulin and all because the animal's skin is hard and I'm afraid of hurting it even more."